Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the firing knob break off the device? No, it didn¿t but it seems loosen from the device. Did any piece or pieces of the firing knob fall into the patient? No. Were all broken pieces returned with the device? Yes. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and fully fired; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use.

Manufacturer narrative:
(B)(4). Batch # m55e57. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy procedure, the firing knob of the linear cutter was dislodged. This was noticed during the second firing (cross firing on staple lines) on the bowel of patient. Surgeon was trying to push back the knife without the knob and managed to disarm and remove the linear cutter from the bowel. There was no replacement of linear cutter as the bowel managed to be transected from patient. The surgeon pushed back the knife (where the firing knob dislodged) with hand and managed to open the anvil. The surgery was successfully completed and there was no reported impact to surgery or patient (no patient consequence).